Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient or user. A repeat procedure was not necessary due to the alleged device malfunction. A roth net was used to retrieve the capsule with minimal airway support. The current patient status is stable. There was nothing unusual about the patient or procedure itself that led to the failure to attach. An endoscopy was not performed prior to the procedure. No known adverse events were reported.